Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer was not attached to the infusion set for several hours and she was not aware of it. It was mentioned that blood glucose levels were not revealed at time of call. Troubleshooting was performed and the insulin pump passed the prime test and high-pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.